Manufacturer narrative:
Per additional info received the failure was a leak due to a non-ge device. The leak was under 4 l/min and is therefore not reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in a system shutdown. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.